Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site and ran hard drive check. Fss replaced disk on chip and reloaded software (sw). Fss also inspected data cable and performed the field service checklist. The system was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported safe state error (error 2012 -instrument host timeout error) with the whitestar signature system on the surgery day, that the system would not boot back up and the account had to go to back up system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Electrical problem was identified as the failure mode. All pertinent information available to abbott medical optics has been submitted.